Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited far field oversensing during a predischarge check. It was also observed that there was crosstalk. Technical services (ts) was consulted and provided reprograming options. An alert was also seen for a left ventricular automatic threshold (lvat) test due to noise and intrinsic beats. Right ventricular (rv) lead captured was questioned, however ts stated there were successful right ventricular automatic threshold (rvat) tests, as well as presence of fusion bets due to frequent ectopy. This device remains in service. No adverse patient effects were reported.